Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. No service was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heart start mrx device indicating that the equipment shows a synchronization failure.

Manufacturer narrative:
Reporter phone: (B)(6).